Event description:
It was reported that the patient had bilateral ¿shocking¿ at the implantable pulse generator (ipg) site following bilateral ipg replacement in october/november. The reporter noted that the patient did not have this prior to the replacements. It was noted that the patient experienced shocking sensations at the device pocket when turning devices back on after turning them off at night. It was further noted the patient felt uncomfortable shocking sensation at both left and right pocket sites when turning the device back on in the morning. The health care professional instructed the patient to turn the device off until seen in the clinic. It was noted the shocking sensation could not be replicated with applying pressure to the pocket site while turning the ipg¿s off and on using both the patient programmer and the clinician programmer. The reporter noted the 8 second soft start was activated and the patient was advised to keep the system on 24 hours instead of turning it off at night. It was noted that impedances were all within normal range and reprogramming was performed. The reporter noted that the issue was resolved but the cause of the issue was not determined. It was noted, the patient was scheduled to see the health care professional in january for a follow up visit. The reporter noted that clinically the device was working very well to control the patient¿s essential tremor and the patient wanted to keep the device on.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_unknown_ext, serial# unknown; product type extension. (B)(4).